Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 06/19/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that alaris pump was alarming and failed calibration test was not determined because no product or device logs were returned. The reported issue that the alaris pump was alarming and failed calibration test could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that "alaris pump alarming. Attempted flow calibration with no success at changing since the values. Replaced patient side sensor, and unit passed pressure test. Calibrated all sensors and unit passed well. Could not verify air in line, however the pressure sensor barely passed bottle side pressure¿s. Replaced bottle sensor and unit still barely passed. Attempted calibration and pump failed several times." Although requested, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information will be provided.

Event description:
It was reported that "alaris pump alarming. Attempted flow calibration with no success at changing since the values. Replaced patient side sensor, and unit passed pressure test. Calibrated all sensors and unit passed well. Could not verify air in line, however the pressure sensor barely passed bottle side pressure¿s. Replaced bottle sensor and unit still barely passed. Attempted calibration and pump failed several times". Although requested, no further information will be provided.